Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results.

Event description:
The customer reported discrepant sodium results. There was no report of injury due to this event.

Manufacturer narrative:
Siemens analyzed the data files. The rl1265 na+ value reported for the specimen in question appears to be a valid result. There is no evidence to suggest that it is not.due to the ionophore, membrane and design/construction of the rl1265 j-body style na+ sensor, it is not affected by the presence of benzalkonium. Benzalkonium does not interfere with the performance of the rl1265 na+ sensor.